Event description:
It was reported that the hardware is planned to be removed due to infection.

Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the hardware is planned to be removed due to infection.